Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back. The patient described the rash as being bumpy and causing skin discoloration. The patient has a history of cancer with exposure to chemo and radiation. The patient followed up with her physician and was prescribed an ointment for the skin irritation. Follow up indicated that the skin irritation has improved.